Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, three xience expedition stents were implanted successfully, two of which were implanted in the tortuous/non-calcified obtuse marginal artery. There was no resistance during advancement or withdrawal of the stent systems and the physician was completely satisfied with the performance of all stent systems. After removal of the second stent system (2.50x18) from the obtuse marginal artery after stent deployment, the cath lab technician attempted to wrap the stent system in a coil shape to set on the back table. When the hub of the stent system was tucked into the loop of the stent system, the proximal shaft separated in two pieces at the location of the hub. Reportedly, there was no mishandling of the stent system. There was no patient involvement when the separation occurred. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.